Event description:
Additional information received reported that the patient symptoms were unknown. The patient did not keep up with recharging. The patient's overdischarge was resolved. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that there was an alleged implantable neurostimulator (ins) overdischarge. Communication could not be established with an unspecified external device. The last successful recharge session was 1.5 year ago, and the manufacturer representative was on the second physician mode recharge (pmr). Additional information received from the manufacturer representative reported that it took 5 pmrs to pull the ins out of overdischarge, and the ins was charged up to 50%. When trying to interrogate with the clinician programmer and clear the power on reset (por) condition, it would not connect and the clinician programmer said the ins was discharged. When they went to charge the ins again, it was showing that it was indeed discharged. There were no reported patient symptoms. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient&#38112;indications for use included lumbar radiculopathy.